Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with a test battery cap to "verify" screen in accordance with normal operation with the exception of a dim discolored display. There was no evidence of excessive battery usage observed in black box however one alarm 128-fc88 was observed on (B)(6) 2013. A battery compartment crack observed from thread area to case seal. No evidence of moisture contamination inside battery compartment or underside of battery cap. The battery cap is unable to fully tighten due to damaged cap threads and battery compartment crack. A power loss at power up was observed. The keypad intact, no peeling. All keys intermittently responding. Removed keypad. Contamination under all key contacts. Current draws within specifications; idle -50ma, sleep-00ma, load-160ma, rewind- 140ma. Removed pump case. No evidence of moisture contamination inside pump. Motor flex cable fully inserted in flex connector and connector latched. Inspected battery terminal contacts and 5 volt motor regulator u12, no evidence of intermittent contact.